Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified neuro surgical procedure, it was observed that the short attachment device had a loose o-ring inside. There was a twenty minute delay to the surgical procedure. A spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device manufacture date was inadvertently missed in the initial report. It has been updated as may 10, 2013. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.